Manufacturer narrative:
At this time product has not yet been returned and a valid serial number has not been provided. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. A tripped trend review was conducted for the reported complaint and fs libre sensor, and no trends were identified that would indicate any product related issues. The exact date of event is unknown. The date entered is per the customer's report of "3 weeks ago." If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An alarm issue was reported with the adc device. The customer reported the low alarm did not sound and as a result, the customer experienced symptoms of hypoglycemia, a loss of consciousness and was unable to self-treat. The customer had contact with a healthcare professional who provided glucagon for treatment. No further information was reported. There was no report of death or permanent injury associated with this event.